Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with persistent elevated glucose and an upward trend after a recent infusion set and supply change for the ilet system, and the initial infusion site appeared to deliver insulin inadequately until the set was replaced at an alternate location. Symptoms included high blood glucose reaching 325 mg/dl without associated acute clinical symptoms. Outcomes included prolonged hyperglycemia above 180 mg/dl for a few hours, device alerts for sustained high glucose, and the need for assistance with device operation and site placement due to user disability; no back-up therapy, ketone testing, or medical intervention was used. Investigation included technical support troubleshooting and user education on infusion site selection and insertion technique. Investigation of this case revealed that the initial infusion set likely had suboptimal insertion or absorption, and the subsequent insertion attempt was unsuccessful and required another site. It was concluded that hyperglycemia occurred with cause not definitively determined, and user technique and site selection were contributory factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.